Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 165 mg/dl. The expected fasting blood glucose test result range is 90-98 mg/dl. The customer did report symptom of feeling shaky. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/23/2018 (product expired) and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.